Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was walking with her dog when she was alerted by her pump that she was not receiving any cgm readings. When the patient got home, she suddenly felt weak, nauseous, and couldn't think properly. The patient called her husband to ask for help as she could not help herself anymore. The patient sat down as she already lost the ability to concentrate and think properly that time. The husband called an ambulance and when the paramedics took a fingerstick, the blood glucose reading was 40 mg/dl. The patient was given a soda to bring her sugars up, and she got into the normal range after that. No further treatment was necessary. At the time of the report the patient was stable. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
Cmpl (B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.